Event description:
A patient reported that pt is experiencing excessive glare and decreased visual acuity since receiving an intraocular lens (iol) implant. Pt described difficulty riding in a car, day or night, from the headlights and is unable to drive. Pt also complained of a nagging pain when pt looks to the left/right quickly. Pt said their doctor told pt there was a capsular bag tear during implantation that caused the iol to move and that pt was focusing on the edge of the lens. Additional information has been requested from the implanting surgeon.

Event description:
The surgeon provided additional info stating that during implantation of the intraocular lens (iol) a break in the posterior lens capsule was noted. An anterior vitrectomy was performed, and the iol was placed into the ciliary sulcus. At one week postop, the iol had settled interiorly with the superior edge of the iol and haptic visible through the pupil. The iol was repositioned with scleral suture fixation. The surgeon stated this event was not related to the iol. The ciliary sulcus diameter was larger than the diameter of the iol.